Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump passed displacement, rewind, basic occlusion and no delivery tests. The insulin pump has minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading at the time of the event was not know, but was 543 mg/dl at the time of the call. The customer stated that the high blood glucose would be treated by manual injection. The customer reported that the insulin pump may have been exposed to a strong magnetic field and that it was in the room during a MRI. The customer reported that she was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.